Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of claudication and thrombosis are listed in the supera instructions for use (IFU) as a known patient effects associated with the use of the device. Based on the case information and related record review, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling. The other four supera devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that on (B)(6) 2016, 5 supera stents were implanted in the proximal popliteal to the superficial femoral artery (sfa) without reported issue. The patient was provided aspirin and plavix. On (B)(6) 2016, the patient presented to the hospital. The same leg containing the implanted supera stents was cold and painful. Per angiogram, a blood clot was noted in all 5 stents, a total occlusion. The patient was hospitalized and balloon angioplasty was performed using a drug eluting balloon. Tissue plasminogen activator (tpa) was provided overnight. The event resolved without sequela. There was no additional information provided.